Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for excess blood in the flash chamber with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd is aware of this product issue and further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for excess blood in the flash chamber with the incident lot was observed. Further investigation has been initiated for this product issue. The investigation is still on-going and improvements will be made as the potential causes are identified. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA (pr# (B)(4)) is required at this time in order to determine the root cause associated with this product issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder leaked blood into the hub of the needle and collected very slowly. Found during use. No serious injury or medical intervention noted.